Event description:
An initial event notification was received by united therapeutics drug safety on 03-nov-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 04-nov-2025. It was reported that the patient's remunity pump stopped, resulting in an interruption in therapy. The patient was advised to present to the hospital to restart their infusion. According to the specialty pharmacy, it is unknown if the patient had a functional backup remunity system on hand as it was not reported by the patient if they switched to one. It was further stated that no adverse events were reported and the patient was issued a replacement remunity system on (B)(6) 2025.

Manufacturer narrative:
Although it is unknown if the patient sought hospital care/was admitted to the hospital, this event is being reported out of an abundance of caution. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.